Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) remoted in with remote support service to check the local management interface configuration, but the cabinet was in use by another user at that time. After multiple unsuccessful attempts to reach the customer, the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower users were unable to access adcc on logmein. However, there were no delays or adverse events or injuries reported based on this event.